Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, mmt-399a. Troubleshooting was performed. Customer reported current insulin flow blocked alarm during priming. Customer confirmed insulin did not exit during 5u fill cannula and pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit and pump alarmed. Instructed the customer to discontinue pump use and revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-399a. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software. However on adapt, no delivery (7) was alerted several times. Confirmed no delivery (7) alarms on 09/16/2024 09:25:09.000, 09/16/2024 09:30:09.000, 09/16/2024 09:32:50.000, 09/16/2024 09:37:47.000, and 09/16/2024 10:32:48.000 all during bolus. Pump was cut open to perform a visual inspection and found no moisture or physical damage. P-cap locked in place properly during testing. The following cosmetic damages were noted: broken battery tube threads, cracked case (battery tube), cracked case, pillowing keypad overlay, scratched case, and cracked keypad overlay in summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing, however no delivery (7) was noted in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.